Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting a no delivery from the insulin pump. It was their 4th report in the last 2 days. They had previously performed troubleshooting for the no delivery and it was determined it was their reservoir that caused it. They got a new reservoir but was still getting a no delivery. The customer¿s blood glucose level was 542 mg/dl which they treated with a syringe. They declined troubleshooting for the high blood glucose. Troubleshooting was performed for the no delivery. The customer stated they had tried all remedies. They tried infusion sets and reservoir from different lots. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm was noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.